Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad lost all power and pump stoppage occurred after the patient had fallen asleep on battery power and the batteries depleted completely. The patient was reported to be asymptomatic. The patient was educated on battery support, and instructed to switch to ac power when sleeping. It was reported that the patient was doing well.

Manufacturer narrative:
The report of a pump stop and clock reset was confirmed based on the analysis of the submitted system controller log file. No lvas product was available for investigation. The log file, dated (B)(6) 2017, contained approximately 2 days of data which captured normal pump parameters until day 12 hour 14 minute 20 when the pump stopped due to a loss of external power. This pump stop caused the system controller's clock to reset. Pump power was restored after an undetermined period of time and the system operated as intended for the remainder of the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.